Manufacturer narrative:
The device brand name was reported as small battery drive 14.4 volt lithium io in the initial medwatch, the device brand name has been updated to small battery drive 14.4 volt lithium ion. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery had a blown fuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive current that caused the battery to blow the fuse suggesting that the battery had been connected to a device that had a short circuit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that three battery devices stopped working while in use. There was a one minute delay to the planned surgical procedure. Spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.